Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was over 600 mg/dl. Customer also stated that they noticed leak on the reservoir. Customer stated the leak occurred during regular basal delivery. Customer stated the leak was past first o ring. Customer stated there was not an air bubble in the reservoir. The customer advised to put a tape on the reservoir that leaked. The insulin pump will not returned for analysis.